Event description:
Thick cut. Md feels the tibia cut was excessive. Required the use of a 16mm liner.

Manufacturer narrative:
Method: segmentation review. Results: segmentation review was correct and performed according to work instructions. Conclusion: no failure, product was within spec.